Event description:
Meter name: one touch profile. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: jittery and passed out. A pt reported they were not able to get a blood reading and passed out. Their meter allegedly would prompt not ok and not enough blood. The result on their meter was not ok. Customer didn't go to the hospital. Customer didn't compare meter to any other equipment. Treatment was a teaspoon of sugar and ginger tea. Customer was in jamaica when incident occurred. No further info has been reported.